Event description:
It was reported that an alert triggered. It was reported that the right ventricular (rv) lead exhibited high impedance, and a fracture. It was reported that inappropriate shocks were encountered. The rv lead was inactivated and replaced. It was also reported that the atrial lead was removed due to low percentage atrial pacing, and was not replaced. No further patient complications have been reported as a result of this event.

Event description:
Upon further review of incoming information the atrial lead is deemed not reportable as information indicated atrial has low pacing percentage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274vrc ICD, implanted: (B)(6) 2011. (B)(4).